Event description:
No additional information.

Manufacturer narrative:
Samples and photos received by our quality team for investigation. Through visual inspection, a hole on the upper part of the barrel is observed, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the molding process and mold seal misalignment. Manufacturing personnel have been notified and additional training to reinforce has been performed. Adjustment in the molding process will be implemented.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok barrel/flange was damaged. The following information was provided by the initial reporter: "hole in syringe barrel (at top end - syringe tip end)." One 20 ml bd syringe luer-lok ref# 303310 lot 3108808 exp 2028-04-30 hole in syringe barrel (at top end - syringe tip end) saved sample for return. Attached pictures . No patient impact since escalation to sterile operations manager occurred prior to use.